Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis are listed in the xience v instructions for use as known adverse patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated mid left anterior descending (lad) artery with one xience v stent and in the predilated second diagonal artery with one xience v stent. On (B)(6) 2009, the patient experienced persistent exertional angina. On (B)(6) 2009, the patient underwent a diagnostic angiogram that found a patent stent in the lad, a totally occluded stent in the second diagonal artery, and a 75% stenosis in the non-target left circumflex artery (lcx). On (B)(6) 2009, the patient underwent percutaneous coronary intervention in the lcx with a non-abbott drug eluting stent, leaving the second diagonal in-stent restenosis untreated. The patient was discharged on (B)(6) 2009. There was no additional information provided.